Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient advocate that this patient experienced fainting spells. Boston scientific patient services (ps) was contacted and referred the patient advocate to the patient's physician. This device remains in service. No additional adverse patient effects were reported.